Event description:
During a post procedural radiological exam a patient slipped off the side of the exam table falling to the floor. The patient was being readied to be transferred to a gurney for transport to ICU. The patient complained of sore buttocks and slightly shifted left causing the patient to slip off the table. It was noted that the exam table mattress pad may have slipped, causing the patient to slip off the edge of the table. Because the safety straps were not in used at the time of the fall this incident was not reported as a device failure. After review of the manufacturer's reports and design of the table surface, it was decided to submit a voluntary report to determine additional similar events.====================== health professional's impression======================we now feel that the table is too narrow at the upper section (chest and head) and not concave, like other exam tables on similar x-ray equipment, giving larger patients the sense that they may be tipping over.====================== manufacturer response for radiological exam table, artis zee exam table======================manufacturer replied with letter stating that table design did not contribute to event and that restraining straps should have been in place.